Event description:
Surgeon attempted to tension a beaded dall-miles cable and the tensioner failed to engage cable. There was no adverse consequence for the patient or delay in surgery or anaesthesia time.